Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and no button response due to corroded keypad traces. There was no moisture damage on the electronic assembly. The pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated that the pump got wet. The customer stated that they changed the battery at least once to try to resolve the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.